Manufacturer narrative:
This report is submitted on july 10, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to lack of benefits from the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 18, 2023.